Manufacturer narrative:
It was reported that the distal end of the stent was not expanding. The physician tried to additionally place another stent, however, when inserting the delivery system, the suspected stent (tsd1004fw) fell into duodenum. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "after the stent placement, it was found that the distal end of the stent was not expanding" and "when inserting the delivery system into the placed stent, the delivery system could not pass the placed stent (tsd1004fw), pushing it into duodenum", it is assumed that the stent was not expanded temporarily due to the strong pressure of patient's stenosis and other elements complexly. In addition, it is considered that before the stent fully expanded, a delivery system of another stent was inserted for stent placement, causing the suspected stent to be pushed and fall into the duodenum. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was approached in percutaneous and transhepatic method. The delivery tip was coming out of papilla so that it was in duodenum. After the stent placement, it was found that the distal end of the stent was not expanding. Therefore, the physician tried to additionally place tsd1006fw for stent-in-stent method, however, when inserting the delivery system into the placed stent, the delivery system could not pass the placed stent (tsd1004fw), pushing it into duodenum. The stent fell into duodenum. As the delivery system reached the target site, the stent (tsd1006fw) was successfully placed. The stent (tsd1004fw) could not be removed. There were no patient complications as a result of this event.